Manufacturer narrative:
(B)(6). Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. As reported the anchor was tapped into the bone during insertion. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair, both anchors broke when tapping them into the bone. Two backup devices were available to complete the procedure successfully. There were no reported patient injuries. No other complications were noted.